Event description:
Reporter indicated that a vns programming wand's cord was loose and it may not be able to communicate. The wand has been received and is awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.